Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported that on (B)(6) 2018 it started with the problems of crown loosening (crown remake), and on (B)(6) 2022 it was evident that the implant connection was broken (collar fracture).

Manufacturer narrative:
Zimvie complaint number (B)(4). One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use. Fracture identified at the collar of the implant. Damage to threads observed, consistent with implant removal by trephine.functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 36 (fdi) and was used for approximately 6 years, 5 months.the customer did not provide any pictures or x-rays. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings. Information identified: 'contraindications' 'warnings' DHR review: DHR review was completed for the subject lot number (62523322). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (62523322) for similar events and no other complaint was identified. Review completed utilizing keywords: 'fracture implant.' Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture implant) or product (tsvb10). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.